Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon post implant check, the atrial lead was dislodged and exhibited loss of capture. The lead was repositioned. The patient was stable before, during and after the procedure.